Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he woke up, took a bolus and half way through the insulin pump alarmed no delivery. Customer stated he tried multiple times and could not deliver insulin. Customer changed the battery, the infusion set and reservoir and issue continued. Customer stated that after a while the insulin bolus went through without the insulin pump alarming. Customer also reported that there is a crack on the screen of the insulin pump; he must have leaned on something. Blood glucose is 148 mg/dl. Customer would be contacting his doctor before replacing the device. Nothing further reported.